Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found broken upon opening the package.

Manufacturer narrative:
The reported event was confirmed, as cause unknown. The device failed to meet specifications. The device was being used for treatment. Evaluation report of the returned sample, submitted by future matrix interventional, stated that the bladder end (proximal) pigtail was split from the last porthole (suture porthole) to the proximal tip. The pigtail straightener and the stent suture were not present with no additional observable deformities noted. The material of the stent at the break location showed no other sign of damage (stretching). The point of the split on the stent was located at the suture porthole. The break (split) was clean and the stent material was not stretched, which would occur when pulling on the stent. There are currently three 100% inspections in place to check for noted issues. Brittle material is considered as a potential root cause. Brittle material can be caused from material exposed to high temperatures during an oven malfunction or extruder / tipping equipment malfunction. Brittle material is ruled out due to temperature indicators inside of ovens; all settings are recorded on DHR and verified & calibration is current. Thin wall caused by large ID and/or small od is considered as a potential root cause but is also ruled out due to qc measurement/verification. Damaged during porting is considered a potential root cause due to double punching, punch burred or punch-off center. Potential root cause is ruled out because all portholes are in proper location and md-7211-00 has 100% visual inspection under 7x-15x to check for damaged portholes. If the stent was split during porting / processing, the suture would not be able to be attached through the porthole at the end of the process since the split starts at suture porthole and exceeds to the proximal tip of the stent. Nicked with a razor blade is considered a potential root cause. A razor blade is used at the beginning of processing when using ctl fixture ed-7538-xx. Nicked with a razor blade is ruled out because the razor blade is used in a controlled, spring loaded fixture. There is no other place in the process where razor blades are used beyond fixture ed-7538-xx. A 100% visual inspection under 7x-15x magnification to check for damage occurs in the process. If the stent was split during processing, the suture would not be able to be attached through the porthole at the end of the process since the split starts at suture porthole and exceeds to the proximal tip of the stent. Forming wire damaged is considered a potential root cause but is also ruled out because all portholes are in proper location and md-7211-00 has 100% visual inspection under 7x-15x magnification to check for damaged portholes. End user is also a potential root cause. This cannot be ruled out due to uncertainty of force used to manipulate the stent during further packaging after leaving future matrix facility or when removing the stent from the final packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating. Insert the cystoscope then pass the guidewire through the scope until the tip is in the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). (See below for proper placement directions on the multi-length ureteral stent.) Withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter. Activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging. Multi-length ureteral stent placement: to accurately size this stent count the marker bands as it is being advanced into the ureter. The fi rst large band indicates the 22cm length. The second and third bands indicate 24cm and 26cm lengths respectively. The last large band is the 28cm length. If you need to place for the 30cm and 32cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent unwinding the coil from the kidney. Note: final adjustment, if necessary, can be made with endoscopic forceps. Stents can be removed easily by gentle withdrawal traction on the suture or by use of endoscopic forceps. Fluoroscopy facilitates stent placement; however, standard radiography may be used. The suture may be removed prior to placement or may be removed once indwelling by using an appropriate cystoscopic instrument. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations."

Event description:
It was reported that the stent was found broken upon opening the package.